Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent implantation of mesh approx one year ago. On (B) (6) 2010, the pt underwent a gastric bypass surgical procedure. During the procedure, the pt was found to have a hernia where the mesh pulled away from the fascia and a hole was found in the center of the mesh. Additionally, there were dense adhesions between the mesh and intra-abdominal contents. The pt's hernia symptoms will be re-evaluated once she loses weight.